Event description:
The customer reported that the system displayed an error message. No patient injury was reported.

Manufacturer narrative:
The ge service rep erased the patient data and header data. He then reboot system, and the system functioned as intended.